Event description:
On (B)(6) 2013, it was reported that the check button was discovered to be without function before the infusion device was sent to the patient. No patient received or used the device. The infusion device will undergo product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The buttons passed the optical and functional investigation successfully and comply with the product specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.